Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was able to reproduce the reported issue. The fse verified that the old batteries do not hold a charge. The fse reported that the customer uses the iabp off label. No further details in regards to the off label use were provided. To fix the issue, the fse replaced the batteries and performed all functional and safety checks to meet factory specifications. The iabp passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) shutdown. It was not reported under which circumstances this event occurred. However, no patient involvement or adverse event was reported.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) shutdown. It was not reported under which circumstances this event occurred. However, no patient involvement or adverse event was reported.